Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the handles of the device lock-up (or block) so that device handle could not be closed (not fire)? Did msm20 device lock-up or block (not fire)? Were any clips fired at all from the device? If clips were fired, were any of the fired clips unformed or malformed? Did the jaws of the device cut the vessel? Or did the clip of the device cut the vessel? Was the vessel repaired by using a new clip applier? Was there any patient consequence? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the surgeon clipped the vessel, the clamps were blocked. Several clamps were used. The handles became hard at the end of the charger. The clamp didn't completely close and this non-conformity caused a cut of the vessel. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2020. D4: batch # u93444. Investigation summary: the analysis results found that the msm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore, a potential cause of the customer reported experience is the firing of all clips and the instrument "will not fire" (activation of the lock out mechanism). Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident as the device was returned empty. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.